Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulse below the lower limit) was confirmed. Upon investigation the monitor intermittently delivered low energy pulses. The cause for the failure was isolated to the defibrillator pca. Mosfets u16, and u18 on the defibrillator pca were defective. The root cause for the defective mosfets could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
09/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a low energy pulse.